Event description:
Add'l info received from MFR 12-11-02: tmj implants, inc. Has no info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.

Event description:
Shortly after implantation of device pt experienced significant swelling, increased pain and eventually decreased mobility. Has tried 6-7 different types of antibiotics. Blood work shows no sign of infection, but when taken off antibiotics, swelling and pain gets worse. Eight mos after surgery and still can't document an infection. Pt concerned about long-term use of antibiotics.